Event description:
It was reported that the patient experienced unspecified issues with a male sling. The male sling still remains implanted and a new artificial urinary sphincter was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.